Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the rep met with patient because out of regulation (oor) was noted on the patient programmer. Red do not use high impedance on electrode 5. No known cause. Reprogrammed around this electrode. No further needs at this time. The issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported.